Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Noise was observed on the segm. Lead impedance was 275 ohms, capture thresholds were 0.75 v, 0.5 ms and r-wave measure- ments were less than 3.0 mv in the unipolar configuration. Bipolar lead impedance was greater than 2500 ohms. The device would not sense the intrisic r-waves in the bipolar configuration. The device would be programmed to unipolar configuration. The patient would be monitored for lead behavior.